Manufacturer narrative:
Date of report: 08sep2021.

Event description:
The customer called into technical support (ts) reporting that the device has an intermittent alarm. Led failure. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse recommended power switch overlay and provided the part ID. Further information is pending.

Manufacturer narrative:
B4: 02oct2021 the customer called technical support (ts), reporting that the device had an intermittent alarm led failure during testing. The issue was found during testing, which is outside of clinical use and presents no direct patient harm. Based on this information, this is not a reportable event. The customer replaced the power switch overlay to resolve the reported issue. The device passed the required performance verification tests per philips standards.